Event description:
The product was destroyed by the customer under recall action fa301. The device may have been programmed with the incorrect CPR duration. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The product was destroyed by the customer under recall action fa301. The device may have been programmed with the incorrect CPR duration. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.